Event description:
It was reported that the patient received an inappropriate shock. The shock occurred in the device's conditional zone. Technical services advised some programming options. Also, the device has reached end-of-life after less than six years of implant time. There were no adverse patient effects. The device is scheduled for replacement.